Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing large differences in sensor glucose and blood glucose readings. Customer's blood glucose was 425 mg/dl at the time of the incident. Customer just checked his blood glucose and it was at 255 mg/dl. Customer stated that he experienced this issue with other sensors. Troubleshooting was performed. Customer was changing the infusion set and it was found that he was not pushing the green button to release the sensor once it was inserted into the body.